Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient's onetouch ultra meter prompted the battery indicator. The patient had never changed the battery and does not recall when the prompt began. After the issue, date not recalled, the patient "felt very weak and shaky." The patient, who self treats with oral diabetes medication, reportedly took no action and received no treatment. Because the patient's alleged symptom of 'shaky' can be associated with the criteria of a serious injury, the complaint is reported. The cca replaced the meter.